Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the tubing was detached from insertor prior to insertion with one infusion set. No further information was available.